Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse checked the system and identified an issue during boot-up with the hard drive loading. To resolve the issue, the fse removed and reseated the hard drives. After completing these actions, the fse inspected the system and confirmed that the reported issue was resolved, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.